Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s touchscreen was cracked, after which the display froze on a continuous glucose monitor fall-rate alert and the device was no longer watertight and not functional. Symptoms included no reported changes in blood glucose. Outcomes included a device replacement and instructions to shut down the unit, continue cgm monitoring via app or receiver, and re-initiate therapy on the replacement device since data would not transfer. Investigation included customer interview, verification of device status, and logistical review for replacement and return. Investigation of this device revealed physical damage to the touchscreen consistent with a broken display component and loss of normal user interface function. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage leading to device malfunction.